Manufacturer narrative:
The device was evaluated by field service engineer (fse) on (B)(4) 2016 in the field. The device was not returned to nidek. Fse tested the device for proper operation. Treatment energy output and the display energy were measured. Fse confirmed the power dropping issue and verified that at display of 2.5mj, the actual energy output was 1.9mj and for 3.0mj display, the energy output was 2.2mj. On evaluation fse also found that the calibration was off and at 10mj display power the actual output was 8.2mj.fse checked laser beam profile on zapit paper and found bad laser mode. Fse removed and replaced the laser head and energy control. Fse confirmed that the laser output became unstable the due to a problem with the laser head and energy control. In this case the laser output was unstable which could have caused the pitting in lens. However low power itself is not a contributing factor to the pitting. (Reference: operators manual: 2.safety and precautions; 2.3 use; caution) after the replacement of the laser head, laser was working fine and the system has been operational. Nidek clinical specialist contacted doctor to gather additional information regarding complaint. Technician reported that the patient is doing fine and did not complain of any issues. No medical or surgical intervention was required. As per the record, customer had received the recall notification letter back in (B)(4) 2015. However, technician reported that they do not remember of any recall letter. As a precautionary measure nidek resent the recall letter to prevent the occurrence of pitting issue in future. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek inc. Received a complaint form a customer on (B)(6) 2016. Doctor reported that during the use of yc-1800, (B)(4), the power was dropping. Doctor also mentioned that they had observed couple of pits in one of the patients due to the drop in the power but there was no patient injury.